Event description:
Surgical procedure: resection arthroplasty with removal of infected right total hip components, debridement and irrigation. Placement of antibiotic- impregnated prostalac spacer, right hip.